Event description:
Patient reported "prosthesis is broken" to unknown side and "is frightened by the problem". Healthcare professional later reported pain due to a rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., d.6b., g.2., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side intracapsular rupture and periprosthetic fluid diagnosed via ultrasound and MRI. The patient also stated "is frightened by the problem". The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/aug/2024. Additional, changed, and/or corrected data: h6 device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Cyst : unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "prosthesis is broken" to unknown side and "is frightened by the problem". Healthcare professional later reported pain due to a rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported "prosthesis is broken" to unknown side and "is frightened by the problem". Healthcare professional later reported pain due to a rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening. Anxiety - product/ procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, "prosthesis is broken" to unknown side. And "is frightened by the problem". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.